Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the tissue pad was detached off and fell into the patient. The tissue pad was retrieved from the patient without converting. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the tissue pad detached from the clamp arm, but returned with the device. Initial visual inspection revealed the presence of body fluids, which indicates that the device was used. The device was tested with a test handpiece and generator and the device did activate. Pad damage occurs, when it is clamped against the blade without tissue and activated. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.